Event description:
Procedure type: lap gastric bypass. According to the reporter: the needle was difficult to toggle. When passing through the small bowel, the needle came off of the device. The needle remained in the sub-mucosa of the small bowel. The surgeon was unable to reach the needle, so it remained in the pt.